Event description:
It was reported that the reason for call was to ask about charging an ins that was completely depleted. The patient reported that the ins had not been charged since before the covid 19 pandemic started (approximately march 2020). The caller indicated that this was the case for both inss that were implanted and the caller did not provide information about which device they were troubleshooting at the time of the call. Technical services (tss) reviewed how to start a physician recharge session. The caller indicated that they did not have time to continue the charging process. The caller tried to start a normal charging session multiple times but the recharger did not connect to the ins. The caller was the patient's managing medical doctor. The issue was not resolved through troubleshooting. Tss reviewed information about charging an ins. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.